Event description:
It is reported that approx 2 years post-op the pt complained of chronic pain and had negative lab tests. The liner was removed and a new liner was implanted and the symptoms went away. Implant and explant dates are unknown.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: pt details are not available. No engineering analysis could be done with the available info. Evaluation: no product or x-rays were returned for evaluation. No lot number was provided; therefore, mfg records could not be reviewed.